Event description:
Downstream occlusion with no alarm. Patient in operating room receiving phenylephrine infusion. During the surgery, the b. Braun pump, infusing phenylephrine, took 10 minutes to recognize and alarm for downstream occlusion, resulting in delayed onset of effect of the medication. The patient became briefly hypotensive and IV push doses of phenylephrine were required to maintain adequate blood pressure. The patient's blood pressure returned to baseline and there was no lasting harm related to the event.